Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a jelco hypodermic needle-pro needle broke, which resulted in patient missing dose of risperdal. An associated adverse event was reported. No permanent injury was reported. The healthcare professional provided demographics for four different patients: "first patient's age range was 18-34, the second patient's age range was 45-54, the third patient's age range was 55-64 and the fourth patient's age range was 65-74." It was reported that "3 were white and one was black." It is unknown to the healthcare professional which age, ethnicity or adverse event corresponded to which patient. See MFR: 2183502-2016-01946, 2183502-2016-01947, and 2183502-2016-01950.